Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen, with no lights on the comm sled and the power supply fan did not function. A field service engineer discovered that the pyxibus ribbon cable for the main drawer was disconnected. When the engineer attempted to power up the station, it began to boot. The fse replaced drawer controllers 2-1 and 2-2, which resolved the issue. The station powered on successfully and resumed normal operation. The system functioned as intended after the engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no electricity. The customer stated that they were unable to access the device, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.